Event description:
It was reported that the patient had a new implantable neurostimulator (ins) implanted. It was noted that one and a half days after her surgery, the patient had a CT scan and had to have emergency surgery that night. It was noted that the patient had to have surgery on her lower intestine and her colon. It was noted that the patient had since moved to a skilled nursing facility since mid august. It was noted that the programmer and the implantable neurostimulator recharger (insr) had been delivered but that they never received training on how to use them. It was noted that the physical therapist would like to see about using the stimulator to help with the patient's therapy but they don't know how to turn it on. Additional information received reported that the event was unrelated to the stimulator.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37746 lot# serial# (B)(4); product type programmer, patient. (B)(4).